Manufacturer narrative:
The returned device was evaluated and the returned device had a damaged soft cannula which measured only 0.8905 inches; short and out of specification. Fluid was able to flow out of the fluid path and out the shortened tip of the soft cannula, but it could not be determined if fluid was able to flow through the complete fluid path when the device was worn. It could not be determined if this affected the deliver of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to 505 mg/dl. As treatment. The patient applied a new pod and administered a bolus of 2.15 units of insulin.